Event description:
It was reported when the device was used during a low anterior resection procedure, the staples did not form correctly. The case was completed using sutures. Consequently, the or time was extended about one hour.